Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "abdomen twitching" which the physician noted to be possible diaphragmatic stimulation. The right ventricular (rv) lead exhibited high thresholds and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.